Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unable to perform displacement test due to blank display anomaly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that the insulin pump was exposed to water and there is fluid visible underneath the display. Customer's blood glucose was unknown at the time of incident. No further information was provided.